Event description:
Procedure: low anterior resection. According to the reporter: upon firing the second load over the rectum, the black return knobs would not retract smoothly. The surgeon pulled them back with force and removed the instrument from the tissue. The staple line appeared to be intact. When the ppceea was introduced to the anus, the endo gia staple line opened. The tissue was fired again with new stapler to recover and or was completed without any further problems. No bleeding was reported. Tissue was resected with the application of another gia universal.